Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 550:320:654:0000 occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with an error of 550:320:654:0000 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a damaged/defective inverter/rear harness. The rear inverted harness was replaced to correct this condition. Baxter has conducted a trend evaluation and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.a service history review revealed that this device has not been serviced for the reported problem prior to this event.